Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that the blender was defective. As a resolution, the o2 blender was replaced.

Event description:
It was reported to vyaire medical that the revel ventilator has a defective blender. Furthermore, there was no information regarding patient associated with the reported event.